Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a pairing failure with a freestyle libre 3 plus sensor, after which the user rescanned the sensor and a standard warm-up initiated, indicating restoration of pairing and data acquisition. No adverse clinical symptoms reported. Outcomes included no impact to health and no need for medical care. User support included remote troubleshooting and user education to rescan the sensor and wait for warm-up to complete. Investigation of this case revealed that the initial communication failure was resolved through rescanning, consistent with a transient connectivity issue between the sensor and the app or receiver. It was concluded, based on previously established findings for similar reports, that the cause was user/system interaction resulting in temporary loss of communication that resolved with standard re-pairing.